Event description:
The pt received two leads with the same lot number. It was reported the pt had gastrointestinal issues, and had been referred to a gi specialist. The pt turned the scs system off, and the gi symptoms had continued. It was reported the physician did not believe the issue was related to the scs system. The pt had requested to have the system explanted, so the physician removed the entire system.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of gastrointestinal issues could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.